Event description:
Before use of device, a syringe was used to draw out any air in the atb. Then it was placed in the pt over the wire in the leg. Inflation device was attached, and atb inflated. Balloon was slow to deflate. When inflated again for the second time, the balloon would not deflate. The physician tried inflation device several times with no success. The physician then used a syringe with no success, and had to cut around the wire and pull back slowly into the catheter to deflate the balloon until it was completely deflated. The vessel clotted off causing further intervention due to the balloon not deflating.

Manufacturer narrative:
Eval: still under investigation.